Event description:
It was reported that the left ventricular (lv) lead had no lv capture at full output. It was also noted that a transthoracic echo showed significant lv dyssynchrony. The lead was removed and replaced. The patient is part of the systems longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.